Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they were hospitalized due to high blood glucose a week ago. The customer¿s blood glucose level was 99 mg/dl. The insulin pump alarmed external ram crc error. Customer reported that they were able to clear the alarm. Customer able to complete rewind. Customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The off no power alarm functions properly. No unexpected low battery alarm noted. Device passed back light check. No back light anomaly noted. Device uploaded properly using carelink. Device was monitored for 1 day. No a21 alarm, a17 alarm or pump reset noted. The test p-cap and reservoir locks properly in place in the reservoir compartment. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).